Manufacturer narrative:
The insulin pump was received with a constant blank flashing white light on the display followed by an unexpected intermittent beep alarm due to vertical cracked lcd controller. We were unable to perform the self test, displacement test, rewind test, prime test, seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test or verify missing segments or partial display due to display anomaly. The insulin pump was received with cracked lcd glass, scratched case, pillowing keypad overlay, and minor scratched lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call for partial display. The customer¿s blood glucose was unknown. Customer states he dropped his pump and then the screen turned solid white and started making noise. Customer also reports the screen is cracked. Customer states the damage to the pump was not caused by a vehicular accident. Customer reports display is solid white. The insulin pump will be returned for analysis.